Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and discovered that the microswitch guide collar was out of position, that caused an obstruction of the tension nut maximum tightness. The fse replaced the collar and the nut. After the replacement of those parts, the console worked as intended. The misaligned issue was resolved, thus confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during setup, was noticed that the laser beam coming through the micromanipulator was getting some drift and maybe the mirror might be loose. The beam was not tracking at the same pace as the micromanipulator. There was no patient involved.

Event description:
It was reported that during setup, was noticed that the laser beam coming through the micromanipulator was getting some drift and maybe the mirror might be loose. The beam was not tracking at the same pace as the micromanipulator. There was no patient involved.